Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. The delivery system was visually inspected and gouges were observed on the flex tip. The device was able to be locked and the full fine adjust was able to be used with no abnormalities. Functional testing was performed and, upon inflation, a pinhole leak was observed on the proximal taper of the inflation balloon. Images of the procedure were not provided. A DHR review was performed and did not reveal any manufacturing issues that could have contributed to the complaint event. Additionally, a review of history of the lot revealed no similar complaints. During complaint history review, it was revealed at the occurrence rate for the trend category ¿leakage¿ did not exceed the october 2017 control limits; however, the trend categories ¿fine adjust difficulty¿ and ¿valve movement on balloon¿ did exceed the occurrence rate for the october 2017 control limit. No IFU and/or training manual deficiencies were identified. Additionally, the visual and functional inspections in place during the manufacturing process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. The complaints for ¿handle ¿ fine adjust difficulty¿ and ¿delivery system ¿ valve movement on balloon¿ were unable to be confirmed. Due to the condition of the returned device, functional testing with a valve was unable to be performed. The fine adjust mechanism was verified to be functional, which supports that a manufacturing non-conformance did not contribute to the complaint. A pra was previously initiated to assess and document the valve movement on balloon issue and its associated risks. In the pra, build-up of tension within the system during the procedure was identified as a possible cause of valve movement on balloon. Gouges were observed on the flex tip. The location of the gouges and their presence on only one side of the flex tip suggest that the valve was not flush against the flex tip during valve alignment. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Residual volume left in the balloon may also contribute to increased forces during valve alignment. This was recreated in a previously performed engineering study as well. The high alignment forces from tortuosity and/or residual fluid can result in a buildup of tension in the system as the valve approaches the native annulus. The subsequent release in tension from flex tip retraction can then contribute to the observed valve movement. As such, the root cause for the reported events can likely be attributed to patient and/or procedural factors; however, a definitive root cause is unable to be determined at this time. The complaint for ¿balloon ¿ leakage¿ was confirmed by functional testing. No leakage or de-airing difficulty was reported during preparation of the device, suggesting that a defect was not present on the device during manufacturing. It is possible that the factors that contributed to the valve alignment difficulty described above also damaged the balloon. Performing valve alignment at an angle could cause the valve struts to interact with the balloon, and high alignment forces could cause the valve struts to puncture the balloon. As such, the root cause for the report event can likely be attributed to patient and/or procedural factors; however, a definitive root cause is unable to be determined at this time. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no corrective or preventative actions are required. However, per management discretion, a CAPA was previously initiated to further investigate the issues of ¿valve movement on balloon¿ and drive potential corrective/preventative action(s). Although the occurrence rate exceeded the october 2017 complaint trending control limits for ¿fine adjust difficulty¿ and ¿valve movement on balloon¿, no manufacturing non-conformances were identified on the returned device. Additionally, a review of complaints and available information revealed that no product non-conformances or IFU/training manual deficiencies have been identified in previous investigations. As such, a product risk assessment (pra) escalation is not required. However, as previously mentioned, a pra document was previously initiated to assess and document the valve movement on balloon issue and its associated risks. No manufacturing non-conformances or IFU/training manual deficiencies have been identified in the investigations. A product risk assessment (pra) is not required for the ¿balloon-leakage¿ event as no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the complaint control limits.

Manufacturer narrative:
Additional information was received and added to device and device manufacturer date. Investigation is ongoing.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-03717. Corrected information added to additional information added. Investigation is ongoing.

Event description:
Additional information was received indicating that during the open heart surgery the s3 valve was not explanted but was ¿pulled up and placed¿ in the aortic annulus.

Manufacturer narrative:
Additional information and codes have been added. Investigation is ongoing.

Event description:
During the pre-decontamination evaluation, a pinhole was observed on the tapered length of the inflation balloon.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, 29mm sapien 3 case by tf approach in aortic position. The patient had large vessels, however there was a bend in the aorta. Problems were encountered during valve alignment. Only after the 5th attempt it was possible to get the valve between the markers. After the valve was positioned in the annulus, while the flex catheter was retracted, the valve moved proximal about 3mm. It was not possible to re-position the valve. Despite this, it was decided to deploy the valve. During the deployment, only the distal part deployed and a second inflation was needed to expand the valve, however, the valve embolized into the lvot. The patient was converted to open heart surgery with good outcome.